Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted a deformed, stretched-out helix. The helix mechanism was extended, and dried body fluid was noted in the helix housing. A style insertion test passed without issue, indicating no blockage in the lumen. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The "known inherent risk" investigation conclusion code was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed are a known risk associated with the use of active fixation leads.

Event description:
It was reported that during system implant, this lead was repositioned several times due to low sensing, and the lead screw was screwed and unscrewed several times. Suddenly, the lead dislocated permanently, and examination of the lead once it was removed revealed damage to the screw. A different lead was successfully implanted. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that during system implant, this lead was repositioned several times due to low sensing, and the lead screw was screwed and unscrewed several times. Suddenly, the lead dislocated permanently, and examination of the lead once it was removed revealed damage to the screw. A different lead was successfully implanted. No adverse patient effects were reported. Product return is expected.